Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) was flickering, and the monitoring devices were going into comm loss. No patient harm was reported. Investigation summary: the customer provided the video that shows consistency with an individual bed tile refreshing. The entire screen was not flickering. Nihon kohden's (nk) networking team requested they verify that the hospital had not plugged network switches to the nk network. They were seeing abnormal traffic on the nk network. After further troubleshooting, the customer identified that one data cable from the hospital's network was plugged into the nk monitoring network. Once the cable was removed, the communication loss appeared to have been resolved. The issue was tracked by the biomed who later reported that communication loss continued to occur, but now only for a brief "couple of seconds" as opposed to a couple of minutes prior to removing the cable. The issue improved. Additional information on this event was not available. The service history for this cns shows no recurrence. The service history for this hospital shows no recurrence. Although there is insufficient information to determine the root cause, the evidence above leads to the presumption that they inadvertently connected the data cable to the wrong network, since both the nk monitoring network and the hospital network reside in the same physical location. The issue has not reoccurred. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The customer reported that the screen on the central nurse's station (cns) was flickering, and the monitoring devices were going into comm loss. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen is flickering, and the monitoring devices are going into communication loss. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) screen is flickering, and the monitoring devices are going into communication loss. No harm or injury was reported.